Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating it displays inop "speaker malfunction". Through good faith efforts it was stated that it produced no sound. The device was in clinical use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). Analysis was performed by philips field service engineer (fse) who went onsite to evaluate the issue. Confirmed with the customer that the device was not producing sound. Was not able to replicate the issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was not replicated. The issue was resolved by the fse unplugging and unplugging the speaker connector once and then restarting it. Multiple reboots and tests with the mx850 in companion state, with no issues. Also, the operation sound and the sound of the alarm sounded per specification.